Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. The customer¿s blood glucose level was 319 mg/dl. The customer stated that pump had issue with motor. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected drive count, insulin flow blocked alarms or prime anomalies were noted during testing.